Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; however, a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touch screen was unresponsive after being exposed to water. Additionally, it was reported that a cartridge change error occurred. Customer's blood glucose was 280 mg/dl. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 m) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support.